Manufacturer narrative:
An email was sent to product remove info email address by (B)(6) on 11/08/23. The email was forwarded to the complaints department on 6/26/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 6/26/24 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.

Event description:
Comments included in email received from complaints: received word from amazon about the recall. Our info from their orders: product: mckesson sterile water, usp, single patient use, not for injection, 250 ml, 24 count. Order ID: (B)(6). Product: sterile irrigation water 250ml 24 bottles. Order ID: (B)(6). The recall also states that to date, nurse assist, llc has not received any reports of adverse events for these products. We may need to change that: our daughter has neurogenic bladder and bowel; we use saline for bowel management and sterile water for bladder management (including giving oxybutynin intravesically). Over the past couple of months, she's been fighting utis of differing bacteria, when she hadn't had uti issues for years.